Event description:
It was reported that the programmer had a cracked screen. The programmer has been returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a cracked screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated. Analysis also found that the system fan and the power supply fans were noisy and they were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).